Event description:
It was reported that air embolism occurred. The procedure was cancelled. A left atrial appendage closure (laa) procedure was being performed. A watchman fxd curve access system (was) was advanced to the laa. A watchman closure device and delivery system was inserted, deployed, but did not meet release criteria so it was removed and the procedure was aborted for this reason. While the was and 16fr non-boston scientific sheath was inside the patient, the physicians used transesophageal echocardiogram (tee) imaging to check the pericardium for effusion. A bright density in the apex of the left ventricle (lv) was observed. The physician and team attempted to shift the patient back and forth to attempt to dislodge the possible air in the lv, yet the bright density was still present. The patient remained stable. The patient was extubated, woke up and was alert and responding to questions. The patient stayed overnight for observation and was then discharged to home without any additional interventions taking place.

Manufacturer narrative:
Medical media was provided and reviewed by a bsc quality engineer. The provided medical media is related to air embolism and does not appear to depict any unrelated device or user related allegations. No additional further review is required by boston scientific.

Event description:
It was reported that air embolism occurred. The procedure was cancelled. A left atrial appendage closure (laa) procedure was being performed. A watchman fxd curve access system (was) was advanced to the laa. A watchman closure device and delivery system was inserted, deployed, but did not meet release criteria so it was removed and the procedure was aborted for this reason. While the was and 16fr non-boston scientific sheath was inside the patient, the physicians used transesophageal echocardiogram (tee) imaging to check the pericardium for effusion. A bright density in the apex of the left ventricle (lv) was observed. The physician and team attempted to shift the patient back and forth to attempt to dislodge the possible air in the lv, yet the bright density was still present. The patient remained stable. The patient was extubated, woke up and was alert and responding to questions. The patient stayed overnight for observation and was then discharged to home without any additional interventions taking place.